Event description:
On 10/28/96, the MFR received info from its distributor that a facility in their territory opened the device tray and discovered the port to be missing. Further communication with the facility unit manager, on 10/29/96, revealed that the device was opened in the or; however, it was not in the sterile field. As a result of this event, the pt's surgery was prolonged until another device could be obtrained from facility inventory.